Event description:
It was reported that CGM displayed malfunction alarm during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted Technical Support, received complete pump reset instructions, and was guided through pump reset; after reset, CGM did not display malfunction alarm again and customer successfully started new sensor session. CTS to replace pump. Reportedly, the customer would reach out to their Healthcare Provider to obtain a backup method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_13 mini / 2.9.1 / iOS_18.6.2.